Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator was losing power and turning off with an audible alarm during a scheduled preventative maintenance. The ventilator was not connected to a patient when the reported problem occurred.